Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received multiple occlusion alarms. The customer's blood glucose level was not impacted. Tandem technical support performed a system check and determined that the cartridge was the cause of the occlusion alarm. The contact indicated that the cartridge would be changed.